Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal patient follow up, this pacemaker was found to be at end of life (eol). The remaining longevity at the last follow up in (B)(6) 2016 was 2 years. The right ventricular automatic threshold (rvat) feature was active and the output setting in (B)(6) was 0.9 volts; however, the output setting during this most recent follow up was 5.0 volts. Although it is believed that the changes in pacing threshold values may have contributor, there was still a concern that the battery depleted faster than expected. The device was explanted and successfully replaced. No additional adverse patient effects were reported. The right ventricular (rv) lead was tested during the procedure and all normal measurements were found. The rv lead remains implanted and in service.